Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer was opening all the way. A technical support specialist (tss) dialed into the server and checked the mini drawer configuration under med inventory. Found that the first two pockets for fentanyl were set as matrix mini drawer, which was designed to show all pockets. For morphine, the pocket was set as multi, which should not open fully unless the drawer was loaded backwards or there was a mechanical issue. Asked the customer to check the drawer load direction. Verified that the mini drawer was set as matrix. Provided job aids to the customer regarding proper loading and potential issues. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es mini drawer had opened fully. Customer stated that fentanyl and morphine opened to full capacity in the matrix pocket when only one vial was requested. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.